Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to reproduce the reported issue. The fse stated that the device was in the workshop of medical technology without informing getinge. During the evaluation the fse found that the batteries were empty (no tension), but that otherwise, the iabp was fully functional. The fse replaced the batteries and performed all functional and safety checks and all tests were passed. The iabp was cleared for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was not operational on the event date; there was also no logs in the error memory. There was no patient involvement and no adverse event was reported.